Manufacturer narrative:
H6: investigation summary photo received for investigation, upon visual inspection three optima protectors connected to three vials observed. No damages could be observed on optima membranes nor optima protectors. A red shadow could be observed on optima membranes, however a leak cannot be confirmed based on pictures received. Since the samples are not available for the investigation, leakage cannot be confirmed. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. H3 other text : see h10.

Event description:
It was reported that the bd phaseal optima protector (p20-o) experienced leakage between the protector and vial. The following information was provided by the initial reporter: was pulling up doxorubicin. It could be seen on the outside of the protector. Unfortunately, we did not think to pull the wrappers out of the garbage to document the lot numbers from the injector and protector that were used. I would also like to add that there were small droplets if doxorubicin on the outer edge of the membrane and on the white plastic as well.

Event description:
It was reported that the bd phaseal optima protector (p20-o) experienced leakage between the protector and vial. The following information was provided by the initial reporter: was pulling up doxorubicin. It could be seen on the outside of the protector. Unfortunately, we did not think to pull the wrappers out of the garbage to document the lot numbers from the injector and protector that were used. I would also like to add that there were small droplets if doxorubicin on the outer edge of the membrane and on the white plastic as well.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.